Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced cartridge issues. Customer's blood glucose (bg) was 336 mg/dl. Customer administered a correction bolus via pump and manual injections to address bg. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.